Event description:
A malfunction was reported on the pump, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Due to the lack of charging equipment, the caller was unable to perform a pump reset, although pump reset information was provided by technical support. The caller was advised to follow up.